Event description:
Patient reported "tumor, fibrous capsule, intracapsular implant damage and small amount of fluid around the implant". This record is for right the side. Device was explanted. Device will be returned.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 2 should have been listed as 13jan2026.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "tumor, fibrous capsule, intracapsular implant damage and small amount of fluid around the implant". This record is for right the side. Device was explanted. Device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.

Event description:
Patient reported "tumor, fibrous capsule, intracapsular implant damage and small amount of fluid around the implant". Healthcare professional later reported "damage to the implant capsule no cause ¿ there was no trauma". This record is for right the side. Device was explanted.

Event description:
Patient reported "tumor, fibrous capsule, intracapsular implant damage and small amount of fluid around the implant". Healthcare professional later reported "damage to the implant capsule no cause ¿ there was no trauma". This record is for right the side. Device was explanted and replaced with non-abbvie device. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, g2, h3, h6.